Event description:
Device evaluation found that the downstream occlusion (dso) seal was lifting. There were no patient involvement and harm.

Manufacturer narrative:
One device was received for evaluation. Customer complaint of ¿battery separator was missing.¿ confirmed by performing visual and functional pvt. Visual and functional testing was performed. Upon further investigation, found dso seal was lifting. Replaced dso and uso seal. The service history no records found in the last 12 months. No related alarms to the complaint found. All functional test of the device passed after repaired.